Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the pod event or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Per omnipod 5 user guide: information relating to pressure changes and possible changes to device function and delivery are included in the omnipod® 5 automated insulin delivery (B)(4) rev 5, "warning: do not use the omnipod 5 system in high atmospheric pressure environments. Exposure to high atmospheric pressure environments can damage your pod and omnipod 5 controller. Caution: always check your glucose frequently during amusement park rides and flying or other situations where sudden changes or extremes of air pressure, altitude, or gravity may be occurring. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 2.1.0. Cloud - operating system: 18.5. Cloud - hardware: iphone 14.4. Cloud - cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during the patient's dive at a depth of 15 feet, the pod disintegrated. The patient indicated that they experienced hypoglycemia for the following 24 hours. Specific blood glucose levels were not disclosed, and the patient did not need any medical intervention.